Event description:
The MFR received info of an everflo concentrator that was allegedly present at a time of a fire. The pt expired as a result of the fire. The investigation is still ongoing and the MFR will submit a f/u report when the investigation is complete.